Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 24.6 mmol/l. The customer's mother also stated the insulin pump alarmed no delivery prior to the motor error alarm occurring. Customer was unable to complete the rewind sequence on their insulin pump. Troubleshooting for the no delivery alarm was not completed due to the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No motor error alarms were noted. The pump was unable to prime during the prime test due to moisture damage on force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. However, the pump passed the basic occlusion and displacement tests. The motor was tested outside of the device and it passed. The pump had a cracked belt clip slot, a scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.